Manufacturer narrative:
No complaint was received with the return of the device; failure event observed during analysis. Final analysis a found burn mark and burnt components on the main circuit board of the ac adapter and burnt components on the printed circuit board of the transmitter which resulted in a power up anomaly.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Correction: device manufacture date.